Event description:
Adult female with acute onset of abdominal pain, appendicitis. Procedure: laparoscopic appendectomy. The echelon flex 45 mm stapler misfired. Very difficult to seat and secure cartridge. No known harm to patient. Manufacturer response for staple, implantable, echelon flex (per site reporter) will obtain.